Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. (B)(4). Fse confirmed the touch panel had failure. No additional abnormality was confirmed but the following parts were replaced as regulated by periodic maintenance procedure to prevent failure: pm kit2 and lithium-ion battery. Software version was upgraded to ver.2.30. Fse replaced the touch panel. Unit was checked overall, cleaned, run in test and alarm test was performed then confirmed it operated properly.

Event description:
Philips field service engineer (fse) reported the touched position of the touch screen was not aligned with the actual responded position. No patient/user harm reported. The event date was not specified; estimate used.